Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was a non-calcified lesion in a saphenous vein graft. The lesion had not been predilated. The physician attempted to cross the lesion with a liberte' monorail stent, however, crossing difficulties were encountered. The lesion was then predilated with a viva balloon and the physician attempted to cross the lesion again with the liberte' monorail stent. This attempt was also unsuccessful and a defective link was noted on the stent. An "atrium" stent was then successfully delivered and deployed. No patient injuries or complications were reported. Patient status is reported as 'good'.